Event description:
It was reported that the patient was re-operated. Where broken screws were explanted, new screws were implanted, rod and blockers were replaced and patient was re-bonegrafted.

Manufacturer narrative:
Na